Manufacturer narrative:
MDR 3003442380-2024-02187 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on (B)(6) 2024, it was reported that patient faced an issue with two infusion set was fell during use. The infusion set was in use for one to two days. During first event blood glucose level was unknown and during second event blood glucose level was 126 mg/dl.the patient replaced infusion set and resumed insulin successfully. No further information available.